Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 25000 units/ml of heparin at 25000 units/day via an implantable pump for cancer chemotherapy. On (B)(6) 2019, it was reported that a pump motor stall was observed on initial interrogation of the pump. It was confirmed that the patient had recently had an MRI, but it had been more than 2 hours since the patient exited the MRI field. The hcp refilled the pump and the residual volume matched what was expected. Troubleshooting resolve the reported event. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Updated to reflect the patient's weight at the time of the event. Updated to reflect the information received on 2020-jan-06. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2020. It was confirmed that the interrogator showed a "motor stall recovery occurred" message before discharge. The patient's weight at the time of the event was also provided. No further complications were reported.